Event description:
Having parasomnia after spinal cord stimulator adjusted 3/2022 feel and no feel. No feel used when not working or not doing strenuous activity 45% combination of feel and no feel used with working as nurse practitioner or strenuous activity (working out, food shopping, cooking etc) 50% on remote. Jumping out of bed, having vivid dreams. No s/s sleep apnea evaluation by pulmonologist/sleep specialist 5/2022. Reported to boston scientific 5/2022. Reported to surgeon 6/2022. FDA safety report ID# (B)(4).